Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced arthralgia ("joint pain"), myalgia ("muscle pain"), amnesia ("memory loss"), auditory disorder ("auditory disorder") and visual impairment ("visual disturbances") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, myalgia, weight increased, amnesia, auditory disorder and visual impairment outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, auditory disorder, medical device removal, myalgia, visual impairment and weight increased with essure. The reporter commented: patient's current status: in category 2 disability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced arthralgia ("joint pain"), myalgia ("muscle pain"), amnesia ("memory loss"), auditory disorder ("auditory disorder") and visual impairment ("visual disturbances") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, myalgia, weight increased, amnesia, auditory disorder and visual impairment outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, auditory disorder, medical device removal, myalgia, visual impairment and weight increased with essure. The reporter commented: patient's current status: in category 2 disability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120 kgs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.